Event description:
Device 3 of 4. Reference MFR report: 1627487-2012-11925, 11926, 11928. It was reported by the pt he had never received relief from the stimulation. The pt reported he had stopped charging the ipg about 3 to 4 years ago. It was also reported the pt had participated in a sleep study recently and had felt tingling in his foot. Attempts to communicate with the ipg using external devices were unsuccessful. The pt was advised to discuss the tingling with the physician. It was undetermined which leads were implanted, so all possible leads are reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.